Event description:
A peritoneal dialysis (pd) patient reported that the cycler alarmed for a heater bag issue. She canceled her treatment and when she opened the cassette door she found a fluid leak. This event happened the same way with two different cassettes. The patient was advised to discontinue using the cycler and to contact her pd nurse. She discarded both sets. During follow up, the patient reported that she had no signs of infection. She was prescribed prophylactic antibiotic vancomycin by her clinic. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.